Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a discrepant result on the anti-a well of ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The reaction was being graded as negative by the instrument but visual inspection showed it to be a dual population (dp). The customer did not return the supposedly defective product for investigational testing but he returned the patient sample that had caused a false negative test result. Furthermore the customer returned the ih-1000 files. The investigation is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot of the ih-card abo/d(dvi-)+rev.a1, b.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a discrepant result on the anti-a well of the ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The reaction is being graded as negative by the instrument but visual inspection showed it to be a dual population (dp). The customer returned the ih-1000 files for analysis. The analysis of the files confirmed the negative interpretation on the well anti-a . The customer did not return the supposedly defective product for investigational testing but he returned the patient sample that had caused the false negative test result. The patient sample was tested in our quality control laboratory in duplicate on the ih-1000 with the following reagents: ih-card abo/d(dvi-)+rev a1,b lot: 71000.8912040 expiry: 7/19/2020, ih-liss (7600) lot: 76000.0000010 expiry: 12/31/2020, ih-cell a1 (7910) lot: 79100.8939011 expiry: 11/18/2019, ih-cell b (7920) lot: 79200.8939011 expiry: 11/18/2019. We could not reproduce the negative result interpreted by the ih-1000 when the sample was retested in our quality control laboratory with an alternative card reagent lot. The review of the original image from the customers ih-1000 reveals that the cause of the false negative test result might be caused by the plastic. It appears that the card shows an unusually thick edge of the plastic walls in the microwell, which might have an impact on the result obtained of the image analysis. An internal CAPA (500031835) was opened for card lot 8921040 exp 9/23/2020. We also recommend that an adjustment of the reading module should be performed. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot of the ih-card abo/d(dvi-)+rev.a1, b.